Manufacturer narrative:
The device was received in the fully deployed position and the hard cannula was fully retracted. The device was manually reset into the not deployed position and rotation of the ratchet gear deployed the needle mechanism assembly as intended. No defects were found that would contribute to a needle mechanism failure. The downloaded data shows the device completed first and second prime and was deactivated at 201 pulses. Although no issues were found, the exact cause of the needle mechanism failure to retract could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose reached 325 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. The needle mechanism did not fully deployed/retracted as intended during activation. The ketones were large.